Event description:
It was reported that there were no diagnostics from the device. There is no atrial lead and the implant detect had not been turned off. The implant detect will be manually turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076: implantable pacing lead, (B)(6) 2012. (B)(4).